Event description:
It was reported a 24mm amplatzer cardiac plug using a amplatzer torqvue delivery system was chosen for procedure on (B)(6) 2022. During the procedure, in an attempt to deploy, the cardiac plug was re-sheathed 3 to 4 times and presented with a bulbous shape deformation. The device was removed and exchanged with a new, 30 mm amplatzer cardiac plug using a new amplatzer torqvue delivery system. The device was advanced and positioned, however the device unexpectedly disconnected from the cable while inside the patient and embolized into the patients descending aorta. The device was removed immediately through the patient's femoral artery. The user confirms there were no difficulties attaching the device to the delivery system and the connection was reported to be secure. No replacement devices were used, the patient underwent radiofrequency ablation for treatment. The patient remained stable throughout the procedure. The patient is recovering and has been discharged. No additional information has been provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Related manufacturer reference number: (B)(4).

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met visual and functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of reported incident could not be conclusively determined. Please note that per the instructions for use, (B)(6). Revision b, "note: the device can be partially recaptured and redeployed a maximum of 2 times. If the device position is still unsatisfactory, then remove and replace both the device and the sheath."